Event description:
Freestyle results not always consistent with the way customer feels. Testing at dr's office comparing the caller's personal freestyle readings with two other meters showed a disparity. The caller's freestyle had a reading of 266 compared to the dr's freestyle meter that read 142. An add'l advantage meter was used with a result of 128. All tests were conducted on fingertips. Customer treated self based on results of high reading.